Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears was analyzed and found to have a broken piece, approximately 0.49" x 0.10" was not returned. Material was missing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of a harmonic ace instrument broke off and fell inside the patient. Another unspecified instrument was used to retrieve the fragment during the same procedure. The procedure was completed robotically with a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient is 57 years old. Born on (B)(6) 1966 with a body max index of 20.9. The patient is chinese, with a weight of 62.5 kg and a height of 173 cm. Past medical history: hypertension, hyperlipemia, gastric incisural adenocarcinoma.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An image of the instrument was provided. The image is consistent with a broken jaw and fragment retrieved. The root cause of the failure mode cannot be confirmed without the returned device.